Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reportedly performed a manual drain of 1000ml following treatment the patient remained asymptomatic: drain 0: 0ml fill 1: 1999ml drain 1: 1450ml fill 2: 1999ml drain 2: 2407ml fill 3: 2005ml drain 3: 1461ml fill 4: 1999ml drain 4: 2639ml the total reported drain volume of 3639ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and the simulated treatment was completed without problems or alarms. Mechanical evaluation was completed without issue. The peritoneal dialysis patient's report of the cycler "draining slowly¿ was not reproduced during the simulate treatment. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.